Event description:
It was reported by service report that the side controls would not stay in brake. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.